Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine, hydrochlorothiazide (hctz) and metoprolol. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss-weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue was resolving and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Case was upgraded to incident. New event fatigue was added. Outcome of pelvic pain and fatigue was updated. Device removal date and procedure was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.